Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle two. The patient's ultrafiltration reading was 1597ml, indicating the home patient (hp) drained 1597ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Review of the event log identified the iipv event. The cause of the iipv event was determined to be an unexpected high ultrafiltration (uf). If additional relevant information is obtained, then a follow-up MDR will be submitted.